Event description:
It was reported to philips that the system was not booting up. The device was outside clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse identified that the host pc was not powering up. The cause of the host pc failure was not conclusively determined by the supplier's part analysis, however replacing the host pc by the fse has resolved the issue. The system was returned to use in good working order. The codes were updated based on the investigation outcome.